Manufacturer narrative:
The device has not been returned to animas. If the device is returned, an evaluation will be completed. No conclusions can be made at this time.

Event description:
On (B)(6)2017 the reporter contacted animas and reported an intermittent power issue. The patient had a blood glucose of 600 mg/dl with weakness, dizziness, and blurry vision , but required no unusual treatment. This complaint is being reported as the alleged malfunction has the ability to result in a delay in treatment or long term cessation in delivery .